Event description:
It was reported that during a craniotomy, the computer screen froze and returned the user to the main menu. The procedure was completed successfully without the use of navigation. The surgeon felt that the quality of care was not compromised by this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, a communication error between the main board and graphic card occurred.